Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that in the recovery room when the rep turned on the clinician programmer and placed the programmer head on the ins pocket site where the patient felt a zing and it radiated down to their testicles. Caller reported it was not pocket incision pain. Caller said this should've all been reported when they sent an email. Caller reported scheduled repogramming on (B)(6) 2018. It was reported they think the ins was faulty. The rep had reiterated in an email that when they were programming they turned on their programmer and the ins jolted twice. Later in another email the rep stated that the doctor on the case requested that any information about the patient should be requested directly through the doctor's office. The rep did not have any specifics rep reported that as per the doctor's recommendation the implant occurred. The patient was given post op instructions after setting stimulation. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that there was an intra-operative impedance issue and troubleshooting assistance was needed. Manufacturer representative (rep) indicated that the impedance check showed high despite the healthcare professional (hcp) reinserting the lead 4 times. Rep tested impedance at 1.5v at 210pw. It was suggested that they increase voltage however patient could only tolerate 1.5v. Rep increased the pw to 360 and ran test again but they showed greater than 4k ohms. Hcp made sure everything was tight and testing of every electrode combination yielded a bodily response. It was noted that this impedance issue could likely be temporary. No further complications were reported.